Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during the operation and placement of an im nail, the guide pin fractured into two pieces with one piece remaining in situ. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified a znn 3.2mm nonthreaded pin (lot 61743002) with approximately 2 inches of the sharp end is fractured and missing. Damage is seen at the fracture site (outer diameter). Damage in the form of spiral grooves is seen approximately 10 inches from the fractured end. The diameter of the pin is conforming to print specifications. The root cause remains as cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the operation and placement of an im nail, a 3.2 mm guide pin broke. Attempts have been made and additional information on the reported event is unavailable.